Event description:
Following the implementation of three siemens atellica chemistry analyzers in our laboratory in july 2024, we observed a notable increase in the rate of false positive hiv screening results. Prior to this change, the average false positivity rate was 27% for years 2021-2023. From january through october 2024, the average false positivity rate was approximately 23%. However, beginning in november 2024, this rate increased significantly--rising to 41% in november and 53% in december. Elevated rates have persisted into 2025, with monthly false positivity rates of 50% in january, 38% in february, 54% in march, 55% in april, and 71% in may. In our laboratory operations, hiv screening is performed using the siemens atellica system in one laboratory section, while confirmatory testing is conducted using the biorad geenius hiv1/2 supplemental assay in a separate laboratory. We are currently utilizing three siemens atellica analyzers, and the observed false positive results are not attributable to any single analyzer, as all three are yielding comparable outcomes. According to the manufacturer, the reported sensitivity and specificity of the atellica hiv screening assay are: overall clinical sensitivity was 100.00%. Clinical specificity in the hiv-1 low risk population was 99.6% ¿ clinical specificity in the hiv-1 high risk population was 99.6% clinical specificity in the hiv-2 high risk endemic population was 99.7% since go live in july 2024 our calculated sensitivity rates for the atellica systems were 99.41% in august, 99.61% in september, 99.71% in october, 99.37% in november, 99.02% in december, 99.11% in january, 99.11% in february, 98.76% in march, 98.30% in april, & 97.45% in may. During this testing time period there were several different reagent lot numbers in use. However, we don't have the lot number information available at this time. We formally communicated this issue to the manufacturer's support team in writing on june 13, 2025. They have acknowledged receipt of our concern and indicated that an investigation is underway. In addition, we have reviewed our proficiency testing performance through the college of american pathologists since the implementation of the atellica analyzers. Our results have demonstrated 100% concordance with the intended responses across the last three testing events (2024-c, 2025-a, & 2025-b). We will continue to monitor the performance of the hiv screening assay closely and have requested a new lot of reagent from the manufacturer as part of our ongoing evaluation. Testing platform - siemens atellica.